Event description:
It was reported that in 2006, after trial reduction and removal of trial, x-ray revealed a piece of the distal pilot trial had broken off in the humeral canal. Surgeon and pt elected to leave the piece implanted.

Manufacturer narrative:
Evalution summary: investigation by MFR indicates that the device may have been cracked as manufactured, leading to the fracture. Trial exhibits fracture damage just above last thread. Fractured portion of device was not returned for review, as it is still in-vivo. Device meets specification where measured. Scanning electron microscope examination of fracture surface showed foreign substance covering part of fracture surface. However, micro-mechanisms of fracture were observed on part of fracture surface and fracture appears to have occurred by repeated loading. Energy dispersive spectroscopy analysis of provisional material showed fe, cr, ni, and cu elemental peaks that are typical for a 17-4 ph sst. Substance on fracture surface showed c, o,ca, si, s and al peaks in spectrum.